Event description:
During preventative maintenance of the device, the user reported the recirculation mode did not work. The circulation control switch was found to be defective. The user made a phone call to technical support to request a replacement control switch. The user also requested a replacement boot cover for the on/off switch to the cooler/heater due to the fact "it looked old." No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.